Event description:
The account alleged that when the brakes where engaged at the head end the foot end brakes did not hold. No pt impact.

Manufacturer narrative:
The technician found the brake hex rod was sliding out of the brake caster and had a broken screw. The technician replaced the brake hex rod and screw to resolve the issue.